Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain"), musculoskeletal chest pain ("hormonal changes describe: tenderness of the chest,"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (surgical removal of coil(s)). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain, musculoskeletal chest pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine, musculoskeletal chest pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in device removal date and drug withdrawn action taken. Plaintiff claimed that soon after removal most, if not all symptoms decreased but symptoms not specified. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Patient demographic added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), vaginal pain, tenderness of the chest, dysmenorrhea, migraines, device monitoring procedure not performed. Events onset date, events severity added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.